Event description:
It was reported that the tech was calling the clinical support specialist to state that after the intra-aortic balloon (iab) was inserted they could not get an arterial pressure (ap) waveform on the pump. They changed out the transducers and the transducer cables; however, there was no ap waveform on the pump. As a result, the pump was switched out and the ap waveform was displayed successfully on the second intra-aortic balloon pump (iabp). The pump is being sent to biomed. Field service report received on (B)(4) 2013: symptom: no arterial pressure operation - unconfirmed. Findings/action taken: replacement front end board - as a precaution. Functional test. Software level: (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.